Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Since the last recharge session on (B)(6) 2019 the patient had not been able to turn stimulation back on. They turn stimulation off while charging in order to charge the implantable neurostimulator (ins) faster. After charging they tried to turn it back on but could not. It was reported that the charger was not working. During the call, the patient programmer was connected to the implantable neurostimulator (ins) and confirmed that it showed stimulation was on. The controller was at 90% and the ins at 80%. During the call the consumer was able to turn stimulation on but the patient still did not feel stimulation even after increasing and switching groups. On programs a and c, when the patient tried to increase and after a few clicks, they received the settings not available screen. The patient had CT scan on saturday however stimulation was still off from earlier in the week. When stimulation was off their feet itch. Additional information received from a manufacturer representative (rep). It was reported that there were high impedances and a loss of stim due to multiple oors. It was unknown what led to the issue. The rep said that they tried impedance checks and multiple reprogrammings, but they were unable to resolve the issue. The patient was unable to go above 3.0 without reaching oor. It was unknown if surgical intervention was going to occur. No further complications were reported.